Event description:
The pacemaker was found to be in standby mode four times since december 1998. Each time the pacemaker was re-initialized and reprogrammed with no difficulty. However, the fourth occurrance the physician decided to remove the pacemaker after confirming the lead was properly functioning. The pacemaker was explanted (after almost 4 yrs of implantation).